Event description:
The customer reported that the insulin pump alarmed no delivery multiple times. Blood glucose value is unknown. Customer was advised to disconnect at the quick release and perform fixed prime; no delivery alarm occurred. Customer was instructed to preform manual prime; insulin did exit but there was greater resistance than normal. The customer was then able to deliver a 5 unit via fill cannula. The cannula was removed and it was not bent. Customer was advised that the alarm might have been caused by a site occlusion and was advised to do a set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.